Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the procedure, a replacement right atrial (ra) lead had high thresholds. The implanting physician repositioned the ra lead several times, but it would not render satisfactory thresholds. The physician ultimately requested an active lead which worked satisfactory. The initial ra lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.